Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6; -6.00/+2.50/92 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. It was reported the patient felt improvement but vision is still fuzzy; the pupil was still dilated after surgery. At a later postop visit the patient had -1.00/+1.00/107 vision;the surgeon had performed prk surgery. Patient has reported vision is still blurry. Lens remains implanted. See MDR# 2023826-2022-00175 for initial lens implant. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).